Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of palpitations. The device was interrogated and an increase in device defined premature ventricular contractions to two per hour was noted. The patient had a holter monitor that demonstrated non-conducted atrial beats with back-up ventricular paces and switches between ddd and aai pacing modes. The patient also reported sensitivity to right ventricular (rv) pacing, feeling the pacing during magnet application, capture management and rv thresholds. The physician felt that the patient was symptomatic due to the pauses from managed ventricular pacing operation. The device remains in use. No further patient complications have been reported as a result of this event.